Event description:
This pt suffered a non q-wave myocardial infarction on the same day after having a stent placed in the carotid artery. A male pt was consented to the study in 2008. Medical history included diabetes mellitus, hypertension. The index procedure was completed 5 days later, and pt was asymptomatic. The target lesion location was the left internal carotid artery. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 80.0 with lesion length 10.0. Total length of stented segment was 40.0. Geometry of the lesion was eccentric and ulcerated. Qualitative lesion calcification was described as severe and concentric. Vessel tortuosity by visual inspection was mild. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 50. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. On the same day of the procedure the pt suffered a myocardial infarction. There was no recurrent ischemic pain. There was no new st elevation.

Manufacturer narrative:
In 2008, the pt expired. The cause of death was cardiac arrest. As per the physician this event is unrelated to the index procedure and unrelated to the cordis product. The product is not available for eval and testing. Add' info to be submitted 30 days upon receipt.